Event description:
Facility reported that they replaced a control box (operates the pendant and emergency release functions) on a rpl600-2 bariatric lift and noticed the finger guard was missing from the actuator shaft.